Manufacturer narrative:
(B)(4). Lead model 3387-40, lot# l59781, implanted: (B)(6) 1999, explanted: na; extension model 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: na; programmer model 7438, serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had difficulty eating due to tremor. It was unknown if the patient had experienced any types of falls, and it was noted that the tremor had returned to both sides within the last month. The ins was interrogated and found to be turned off. The patient said that she had not turned it off herself, and she could not explain how it had happened. The magnet control on her kinetra and it was on, so it was turned off. All impedance measurements were within normal limits and the battery was ok. When the device was turned back on the tremor was significantly reduced. The patient was happy with the decrease in tremor after the device was turned on. It appeared that this complaint was related to the patient's kinetra (see MFR. Rep. # 3004209178-2012-05912), however the manufacturer's device registry showed that the patient also had an active soletra (this MFR rep).